Manufacturer narrative:
H.11 livanova deustchland manufactures the s5 double roller pump 85, the event occurred in japan. Through follow-up communication it was confirmed that no patient harm occurred. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report about an s5 hlm pump whose cardioplegia dose settings could not be changed, followed by pump stop, resulting in several minutes cardioplegia solution administration delay. Switching the unit on and off allowed the procedure to be completed, without patient impact. Livanova is conservatively reporting this event as serious injury, due to prolonged interruption of procedure.

Manufacturer narrative:
Through follow-up communications, it was learned that the procedure interruption was between 1 to 2 minutes. Based on the above, the event was re-assessed as not reportable, since perfusion interruptions lasting less than 3 minutes due hlm pump stop, without any patient impact and medical interventions, could not cause or contribute to death or serious injury, even if recur.

Event description:
See initial report.